Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Reportedly post procedure, a suture break occurred with the blue rail suture of the first proglide device when pulled. The suture trimmer had not yet been attached, the suture had only been wrapped on the finger and pulled when the suture broke. The suture knot of the second proglide device was successfully advanced; however, hemostasis was not achieved as this was a large hole closure. Hemostasis was achieved via a nick and spread and surgical suturing [suture placed]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.